Event description:
It was reported to boston scientific corporation that a uromax ultra dilation balloon catheter device was used during a ureteral dilation procedure performed on (B)(6) 2023. During the procedure, the balloon ruptured even though it was inflated to 12 atmospheric pressures (atm) only. The procedure was completed with another uromax ultra dilation balloon catheter device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon ruptured. Block h10: investigation result the returned uromax ultra balloon device was analyzed, and a visual evaluation noted that the balloon was not folded indicating that the device was subject to positive pressure. It was also noted that the device was attached to an encore inflation unit. Additionally, positive pressure was applied, and liquid was observed to be leaking from the balloon pinhole located at approximately 25mm proximal of the distal markerband. A visual and tactile analysis revealed that there were no problems found to the shaft, markerband and the tip of the device. Based on the available information, there was no evidence of a manufacturing issue, design or user issue which could have caused the complaint. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. The use of this uromax device suggests the requirement for dilation. The device may have encountered difficult patient anatomy such as stenosis, tortuosity or a ureteral stone which would have contributed to the pinhole in the balloon material. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilation balloon catheter device was used during a ureteral dilation procedure performed on (B)(6) 2023. During the procedure, the balloon ruptured even though it was inflated to 12 atmospheric pressures (atm) only. The procedure was completed with another uromax ultra dilation balloon catheter device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon ruptured.